Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that their ilet device shut down on its own and would not turn back on despite being charged. The patient confirmed no visible cracks or water damage and that the charger was working properly. The patient was instructed to transition to backup therapy until a replacement ilet arrived. No adverse health effects were reported.